Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient's sense of paresthesia is very sensitive to postural changes, so it's thought that the cause of the stimulation increasing/decreasing when pressing on/releasing the implantable neurostimulator in the pocket is a result of the patient's postural sensitivity and the slight movement of reaching back to press on the area near the battery, especially when lying down seemed to increase paresthesia sensations. The manufacturer representative performed an impedance check in multiple positions and while pressing/releasing pressure at the battery site. Nothing out of the normal range was found. The manufacturer representative performed reprogramming of the waveform on 2021-jul-21 which resolved the issue at the time of the meeting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient can feel stimulation increase and decrease when he presses/releases on the implanted battery. External factors contributing to this issue are unknown. The patient has an appointment scheduled for (B)(6) 2021 to troubleshoot the issue. No interventions have been taken at this time. The issue is not resolved, and a surgical intervention has not been planned or performed.